Event description:
It was reported that the user found the last three catheters were clogged and checked whether there was something stuck on but that was not the case. The user also stated that the urine was clear and clean when the bladder was lastly checked. The nurse could not flush the bladder because the nurse could not get the flush injected. Per follow up received via email on 14jun2021 the patient was not affected.

Manufacturer narrative:
The reported event was inconclusive as no sample returned for evaluation. It was unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure mode could be due to incorrect parameter setting or blocked drainage eye or lumen or no drainage eye or user related (salt accumulation). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "warning: do not use ointments or lubricants having a petrolatum base. They will damage latex. Visually inspect the product for any imperfections or surface deterioration prior to use. 1) use luer tip syringe to inflate with stated ml of sterile water. 2) for pre-filled products, remove clip and squeeze reservoir to inflate with stated ml of sterile water. For urological use only. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe stick in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, reseat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. This is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient." The device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the user found the last three catheters to be clogged and checked if there was something stuck on but that was not the case. The user also stated that the urine was clear and clean when the bladder was lastly checked. The nurse could not flush the bladder because nurse could not get the flush injected. Per the follow up received via email on (B)(6) 2021, the patient was not affected but felt inconvenient and less confident as the catheter has to be changed on several times.